Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unrelated medical anomalies. As a result the patient failed to charge ipg as recommended. The ipg was deemed inoperable. Reportedly, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information received identified the issue was resolved. Effective therapy was established post operatively.